Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device delivered inappropriate hv therapies. Lead was explanted. No further information is available.